Event description:
It was reported to boston scientific corporation that a resolution clip device was going to be used in the duodenum during an unknown procedure on (B)(6) 2023. During the preparation of the procedure, the clip was noted to be dislodged without deployment. The procedure had to be cancelled. The patient was sedated. There were not patient complications reported as a result of this event. Reportedly, the procedure was completed on (B)(6) 2023.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Investigation results: the returned resolution clip was analyzed, and a visual evaluation found that the device returned without its over-sheath and without the clip assembly. Additionally, the device has evidence of full deployment. Microscopic analysis was performed, the device has evidence of full deployment. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip prematurely deployed was not confirmed. The device returned without the clip attached and with evidence of full deployment. Evidence that the clip was properly deployed. In addition, the device returned without the outer sheath, but, since there is not enough evidence to clarify the absence of this component. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was going to be used in the duodenum during an unknown procedure on (B)(6) 2023. During the preparation of the procedure, the clip was noted to be dislodged without deployment. The procedure had to be cancelled. The patient was sedated. There were not patient complications reported as a result of this event. Reportedly, the procedure was completed on (B)(6) 2023.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.